Event description:
The director of nursing called in and stated an aide accidently sprayed the product in their eyes and proceeded to rinse out their eyes in the eye wash area. The director of nursing went on to state the aides' eyes were still burning.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The aid was advised to continue flushing their eyes and if the burning persisted to seek medical care. The director of nursing also stated they did not have time to give any additional information and was informed to call back at a more convenient time. On november 15, 2013 follow-up information was obtained from the facility regarding the aide. The director of nursing stated, the aid was fine after increased flushing and did not seek other medical care. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).